Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the had a high blood glucose of 600 mg/dl. Mode of treatment for high blood glucose was unknown. Customer declined to trouble shoot for high blood glucose since they knew the reason for high blood glucose value. Customer also reported that the automode feature was not in use at the time of the high blood glucose event. Insulin pump will be returned for analysis.